Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-3490k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the objective prism fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective prism. In addition, we confirmed that the air/water nozzle clogged, the segment steel braid rupture, the bending rubber leaky, the segment loosened, the remote control buttons cut, the ccd driver pcb loosened, and the electrical connector assy a-p0023 corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(stain).